Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. PMA / 510(k)#: without a lot# it could be manufactured in (B)(4) both facilities have 510k #s. (B)(4) 510k#: k980987; (B)(4) 510k#: k151766. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
Material no: 309657, batch no: unknown. It was reported that before use of the 3 ml bd luer-lok¿ tip syringe the paper component on the packaging are being damaged by the wipe down before entering the clean room, there is concern that it has an impact on the sterility of the syringe inside. Per customer email: we have implemented the wipe down of all our supplies as they enter the clean room with a sporicidal agent and are finding the small volume bd syringes with the paper component on the packaging are being damaged by this wipe. The paper itself is becoming compromised and we worry this is conceding the sterility of the syringe inside. The larger syringes that are packaged in the plastic are working perfect. I am just contacting you to determine if you have any future plans to update the package of the smaller volume syringes or if you have any suggestions on how we can perform this required wipe down without hurting the integrity of the packaging.